Event description:
It was reported that (2) devices were used during a laparoscopic colon procedure. It was reported by the rep that the surgeon used the tsw45 instruments and had a pumping bleeder through the staple line. The surgeon was interviewed on 9/23/99 and he did not think it was a defective instrument, rather, he used the instrument wrong, in the wrong area of the body. (Colon mesentery too thin). There was no consequence to the patient.